Event description:
It was reported by provider that the irc5po2v concentrator, after 20 minutes, will have the low o2 yellow light will come on. The provider states the unit has 615.2 hours on the unit. He also states the unit is a rental. No additional information is available per the provider.